Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell off a step stool ladder and landed on the floor and cut themselves on (B)(6) 2019. They stated that they were not sure if it did anything to their stimulator, but reported that since their fall, their back and the pain down their right leg was getting worse. The patient stated that they turned their stimulator up to 7 to try to get some relief. The patient stated that they saw their primary care healthcare provider (hcp) yesterday and their hcp called their pain doctor who told them to contact the manufacturer to see if reprogramming was needed. The patient mentioned that prior to (B)(6) 2019, when they were hurting from overdoing it gardening, when they turned their stimulator up, it took care of the problem. It was recommended that the patient consult their hcp office. It was also reviewed that falls/traumas could cause the device to shift or move and change how therapy is helping. No further complications were reported/anticipated.